Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connected on lcd board being unlocked. The device had minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the up arrow button is unresponsive when pressed. Customer's blood glucose reading was 207 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.